Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffers from various metallic elements in blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to synovitis, turbid yellow joint fluid, corrosion and fretting at the taper junction, osteolysis, and cystic changes. The stem has been added to the complaint, though it remained in the patient. The complaint was updated on:(B)(4) 2014.

Event description:
**Update** patient has been revised to address pain. Due to pain being listed as the event causing the revision, all revised products are being reported.